Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel c of the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.